Event description:
It was reported the camera head had a no image issue. The malfunction was found during inspection for use. There were no reports of patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
No additional information received from the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, d9, h2, h3, h6, h11 date of event in unknown. Additional information will be provided once available. The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: poor watertightness of cable unit and coupler stopper was loosened. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: due to poor watertightness of cable unit, the endoscopic image could not be displayed. Additionally, due to the coupler stopper was loosened, the coupler rattles. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.